Manufacturer narrative:
Lumenis technical support has determined the problem to be faulty footswitch. A new footswitch was delivered to the customer, which resolved the error. A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. A review of lp120 product risk file shows this is an anticipated risk ( # (B)(4) in risk file (B)(4)) which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. A review of historical product complaints shows that the same malfunction of a footswitch failure has not led to serious injury in the past. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this as an adverse event.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h laser was being utilized, the laser would not go from "standby" to "ready" to "fire". The system displayed error 58. After trying to restart four times, and a fiber exchange, the system would still not start. Finally on the fifth try the laser went to ready status, but the patient had already been removed from the or and surgery rescheduled. No report of injury was received, nor did the malfunction cause or contribute to any change in the patient's status; the patient was awakened from anesthesia.